Event description:
The cardiologist attempted arteriotomy closure with a prostar xl 10 fr pvs device. He reportedly took ten minutes to obtain mark. On deployment, only three needles presented fully. The cardiologist was able to access and retrieve the fourth needle. The white suture was tied, but the cardiologist could not advance the knot. The green suture knot was tightened, but could not be advanced to the wire. A 10 fr sheath was placed resulting in good hemostasis. The cardiologist pulled the sutures out of the artery, rather than cutting them, reportedly enlarging the arteriotomy in the process. A femstop was not successful in providing hemostasis. The pt required surgical repair of the artery, but tolerated the surgery well and did fine afterward. The returned device was eval. Review of mfg records for this lot revealed no deviations relevant to this case. There was not evidence on device inspection to suggest that the needle that did not present had deflected from its intended course. Inspection of the sutures revealed no defects that would interfere with knot advancement. The position of the knot on the suture suggested that the suture was not held taut while the knot was advanced, preventing the knot from being advanced to the artery.